Event description:
The customer stated the beckman coulter lh 500 leaked approximately 185 ul blood onto the counter from pinch valve (pv) 21 (path from needle bellows to waste). No death or injury is attributed to this event. There was no report of patient results being affected by this event and there was no change to patient treatment. The customer was wearing ppe at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available. Customer technical support (cts) assisted customer in changing tubing through pv21. The unit was operational and no additional leak was observed. The root cause is attributed to a leak in the the tubing through pv21. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).